Event description:
It was reported when using the bd pyxis¿ es server, critical low and stock out were not being printed for lorazepam 2mg/ml. The customer reported that the malfunction resulted delay in dispensing of the medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, critical low and stock out were not being printed for lorazepam 2mg/ml. The customer reported that the malfunction resulted delay in dispensing of the medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the critical low and stock out were not printed. A technical support specialist upon checking under the details tab, it was found that the backordered option was selected. This setting prevents the medication from generating any report type. Validation was completed with user, who confirmed that the case was okay to be marked as complete. The system functioned as intended after the technical support specialist troubleshot the device.